Event description:
It was reported to boston scientific corporation that a endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2009 (patient weight is unknown). According to the complainant, during the procedure, the introducer came through the stoma site as they pulled the tube. However, the introducer to the silicone tube would not pass through the incision. The introducer was pulled with force and the introducer broke at the connection to the silicone tube. They took a hemostat and grabbed the silicone tube portion inside the stoma site and pulled the tube through. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure, performed in 2009. According to the complainant, during the procedure, the introducer came through the stoma site as they pulled the tube. However, the introducer to the silicone tube would not pass through the incision. The introducer was pulled with force and the introducer broke at the connection to the silicone tube. They took a hemostat and grabbed the silicone tube portion inside the stoma site and pulled the tube through. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation found that the peg was damaged at the connection between the silicone and thermoformed tubes. The proximal 8 centimeters of the thermoformed tube had been stretched and necked down. Near the distal end the thermoformed tube was also found to be stretched in multiple places. The distal end of the thermoformed tube was torn jaggedly. The distal end of the silicone tubing that meets the thermoformed tubing at the connection was split jaggedly in multiple places. The components of the joint were found to have been unthreaded from each other. A review of the device history record was performed and revealed no related issues to this complaint. The returned unit was consistent with the complaint incident that the device introducer was broken. During the evaluation the thermoformed tubing and connecting joint were found to be damaged. It is most likely that either due to the size of the stoma site incision or the angle at which the device was being pushed through the stoma caused the device to bind against the patient's anatomy. The resistance caused the user to apply more force to the device, which resulted in it breaking. Therefore, the most probable root cause is operational context. (B)(4)

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.